Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited variable right atrial (ra) and right ventricular (rv) impedance measurements. The device had exhibited a lead safety switch due to high ra impedance measurements. Subsequently, ra noise, oversensing and inappropriate atrial tachy response (atr) episodes were noted after the device switched to unipolar configuration from the lead safety switch. The high impedance measurements were not able to be reproduced with isometrics or pocket manipulation. The physician would continue to monitor the patient. No adverse patient effects were reported. The device remains in service.